Event description:
The hub fell off the drain. The device is still in the patient as it is being used as a chest tube. The customer is using a suction device such as a christmas tree to drain. No harm to the patient. The device remains in the patient.

Manufacturer narrative:
(B)(4). Device not returned as it remains in patient. The complaint device was not returned as it is currently still being used in the patient. The returned photograph shows the drainage catheter still in place with the hub separated from the catheter shaft. There is some evidence of either adhesive or a portion of the hub still attached to the proximal end of the catheter shaft, but based upon the image we are unable to determine any additional information. An IFU is provided that describes the appropriate warnings, precautions and placement techniques. Per incoming quality control specification, it is verified that the material supplied with adapter is bonded securely between tubing and adapter. In addition, proximal end of catheter and fitting is confirmed as well as security of fitting is verified. Without the return of the actual complaint device we are unable to determine with certainty what may have led to this failure mode. The fractured catheter remains in place and drainage is being continued via a christmas tree adapter. Additional controls have been implemented to increase detection of this potential failure mode. This device was manufactured prior to the implementation of these additional controls. We will continue to monitor for similar complaints and have notified the appropriate personnel.